Manufacturer narrative:
The device was returned on (B)(6) 2011. Visual eval indicates smoke and areas of carbonization indicating the presence of electrical sparking. The blood appears to have flown between the centrifuge and housing collecting in the base of the device until it caused the device to have an electrical short. The main device fuse is blown. The power lead from the ac power to the fuse is not melted, but has become disconnected (probably a result of the electrical short). It does not appear blood flowed down the spill collection port, the collection bag does not appear to have been used, and the line was kinked. Based on inspection of the internal components of the returned device, there was no evidence that a fire occurred as reported.

Event description:
Orthopat kit leak in the membrane of disk causing the machine to smoke and a fire burst came out of the front. No pt or operator injury noted.